Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic and painful periods [heavy periods] gastrointestinal disorders (biliary stones, acute pancreatitis) [biliary stones] painful period [period pains] intense muscle pain in the neck [localised muscle pain] muscle pain in the shoulders [myalgia upper extremities] regular headaches [intermittent headache] cognitive disorders [cognitive disorders] gastrointestinal disorders (biliary stones, acute pancreatitis) [acute pancreatitis] anxiety [anxiety] depression [depression] burnout [burnout syndrome]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-oct-2024. The most recent information was received on 06-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic and painful periods") and cholelithiasis ("gastrointestinal disorders (biliary stones, acute pancreatitis)") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6)2012 she experienced myalgia upper extremities ("muscle pain in the shoulders"). On (B)(6)2013 she experienced heavy menstrual bleeding (seriousness criterion medically important), cholelithiasis (seriousness criterion hospitalisation), dysmenorrhoea ("painful period"), localised muscle pain ("intense muscle pain in the neck"), headache ("regular headaches"), cognitive disorder ("cognitive disorders"), pancreatitis acute ("gastrointestinal disorders (biliary stones, acute pancreatitis)"), anxiety ("anxiety"), depression ("depression") and burnout syndrome ("burnout"). The patient was treated with analgesic (benzocaine, phenazone) and antidepressants (unknown) as well as surgery (gallbladder). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, localised muscle pain, myalgia upper extremities, headache, cognitive disorder, cholelithiasis, pancreatitis acute, anxiety, depression or burnout syndrome. The reporter commented: patient's current status: repeated sick leave, gallbladder surgery, hospitalisation in a psychiatry department (hp), intake of painkillers and antidepressants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 96 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-nov-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Haemorrhagic and painful periods [heavy periods]. Gastrointestinal disorders (biliary stones, acute pancreatitis) [biliary stones]. Painful period [period pains]. Intense muscle pain in the neck [localised muscle pain]. Muscle pain in the shoulders [myalgia upper extremities]. Regular headaches [intermittent headache]. Cognitive disorders [cognitive disorders]. Gastrointestinal disorders (biliary stones, acute pancreatitis) [acute pancreatitis]. Anxiety [anxiety]. Depression [depression]. Burnout [burnout syndrome]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic and painful periods") and cholelithiasis ("gastrointestinal disorders (biliary stones, acute pancreatitis)") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2012, she experienced myalgia upper extremities ("muscle pain in the shoulders"). On (B)(6) 2013, she experienced heavy menstrual bleeding (seriousness criterion medically important), dysmenorrhoea ("painful period"), localised muscle pain ("intense muscle pain in the neck"), headache ("regular headaches"), cognitive disorder ("cognitive disorders"), cholelithiasis (seriousness criterion hospitalisation), pancreatitis acute ("gastrointestinal disorders (biliary stones, acute pancreatitis)"), anxiety ("anxiety"), depression ("depression") and burnout syndrome ("burnout"). The patient was treated with analgesic (benzocaine, phenazone) and antidepressants (unknown) as well as surgery (gallbladder). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, localised muscle pain, myalgia upper extremities, headache, cognitive disorder, cholelithiasis, pancreatitis acute, anxiety, depression or burnout syndrome. The reporter commented: patient's current status: repeated sick leave, gallbladder surgery, hospitalisation in a psychiatry department (hp), intake of painkillers and antidepressants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 96 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.